Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. The returned dilator was inserted and removed from the sheath. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no leaks were noted. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407371) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, air entered the ra via the sheath when blood was drawn from the three-way stopcock. The air that entered the ra was in the form of microbubbles and disappeared naturally without the need for additional treatment. After confirming that the air had disappeared, the introducer was replaced through the same puncture site, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Corrected data: g3, h2, h6./